Manufacturer narrative:
The explanted device will not be returned to bsn for eval as they were discarded by the medical facility.

Event description:
A report was rec'd that a few weeks after a revision procedure the pt had an infection at the lead site. The pt's symptoms were redness and drainage. The pt was prescribed antibiotics, which were not effective. The physician explanted the leads and extensions. The pt is reportedly doing well following the procedure.